Event description:
The customer reported alarm 01, which was not caused by blood glucose levels exceeding 500 mg/dl or a ¿high¿ reading on the cgm. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to load a second, new cartridge, which resolved the issue, allowing the resumption of insulin delivery successfully.